Event description:
It was reported that the 9800 system displayed keyboard (kebd) errors during a case. Upon attempting to reboot, the system displayed only squares. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace a damaged keyboard. The keyboard was replaced. The system was tested and found to be working as intended and placed back into service.